Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly, the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. A correction bolus was delivered to address bg. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.